Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recu2011 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (recu2011) have been reported from the same facility.

Event description:
It was reported that the white port was leaking. Discontinuation notes documented use of securacath. Dressing was changed every few days prior to leaking and just before the reported leak was noted.